Manufacturer narrative:
Complaint details: on 10/21/2020, the customer at central washington hospital reported the following issue with mu-971ra; sn-1749, from patient monitoring: cns missed several alarms. Investigation summary: in case of an arrhythmia alarm not being performed or recorded by the central monitor, the possible causes could be either the arrythmia recording or the arrhythmia analysis is set to off. These are user settings that need to set by the user at the time of setup of the device before patient monitoring. Root cause of the issue could not be determined due to lack of provided information from the customer. Multiple attempts were made to contact the customer for further information however, the customer was unresponsive. The overall risk of this event, taking into consideration of severity and probability, is "medium". Attempts to obtain further information were made, but there was no response from the customer. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. The following fields are not applicable (na) to this report: b2. B6. B7. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number. G7. G8. H1 summary report. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional model information: d10: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. . Additional information: b4. G3. G6. H2. H6. H10.

Event description:
The customer reported that their central nurse's station (cns) missed several alarms.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) missed several alarms. The customer clerified that the following alarms were missed: "vpc run", "tach cardio run", "multi form run", and "irregular rr run". All of the patients were monitored on different transmitters. The customer will be sending their event logs to nk for further evaluation. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) missed several alarms.